Event description:
A nurse reports a haptic broke during insertion of the intraocular lens (iol). The iol and the haptic were removed separately and a vitrectomy was required. Another lens model was implanted in the sulcus.